Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (insecure belt connection) was confirmed. As received, the trunk cable connector latches were broken, creating an insecure connection between the monitor and electrode belt. The root cause of the insecure connection is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt would not securely latch to the monitor.